Event description:
It was reported that this right ventricular (rv) lead exhibited crosstalk. Technical services (ts) was consulted with concerns from the health care professional (hcp) what could lead to more crosstalk and should imaging be performed. Ts provided troubleshooting for programming recommendations and agreed with imaging suggestion. At this time, this rv lead and the implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.